Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that she experienced blood glucose levels around 200 mg/dl in the mornings. The customer's sensor glucose reading was 70 mg/dl but her blood glucose level dropped to 38 mg/dl. They brought up her blood glucose with a donut and chocolate milk. The device was not returned.